Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2013. Inratio: 6.4. Lab: 2.5. Time between tests: 20 minutes. Therapeutic range: 2.0-3.0. Patient was not given any treatment or medication. Upon receiving lab results, patient self tester was told to continue their normal dosage. Caller reports milking the finger after finger stick, and not having the meter in the correct mode when finger stick was performed.

Manufacturer narrative:
Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Retain strip testing results met both accuracy and precision criteria. Product performed as expected. Improper technique was identified in the complaint. This could not be ruled out as a cause of the unexpected results. As reviewed on (B)(4) 2013, (B)(4). Due to this low occurrence rate, no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time.